Event description:
It was originally reported that the patient was having trouble charging the implantable neurostimulator (ins). Patient was usually getting 4-5 bars but lately even after moving antenna around was only getting 3 bars. Patient suspected the ins was dead. Battery level was down to zero. An ins overdischarge was suspected. It was noted that recharge coupling problems was the primary reason for overdischarge. Patient was unable to connect with his programmer. Patient was going to try to recharge ins and would contact healthcare professional (hcp) for restart if this did not work. As of (B)(6) 2013 the patient still had concerns regarding his device or therapy but was working with his doctor. He has an appointment with his doctor on (B)(6) 2013 at 3:00pm. The health care provider confirmed that the cause of the event was sub optimal stimulation. There were no abnormal impedances. The device was reprogrammed on (B)(6) 2013. There was a revision surgery scheduled for (B)(6) 2013. Hospitalization was not required due to the event.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found there was the stim ins battery had reduced capacity due to over-discharge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that noted that with the first implant, he had recharging issues. An x-ray was performed, and the health care provider told the patient that there were possibly some wiring and connection issues with his implant. The health care provider wanted to go in and check the connection and told the patient he might as well get the implant itself replaced as well.

Event description:
Additional information was received from the patient. The patient reported the first implant was replaced because he was having recharging issue and also because there was scar tissue around the battery and battery was sticking out.